Event description:
Patient visited clinic on (B)(6) 2014, because he was not feeling well. While there, he fainted and was hospitalized. While at the hospital, the doctor measured a blood glucose of around 60 mg/dl, while the presto kroger meter read 269 mg/dl.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.